Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient hadn¿t used the device for a few days. The patient did some work over the weekend and was climbing in and out of his truck. The rep reported that when he turned the device on, he said it was too high and shocked him. The rep reported that it was painful to have on, so he turned it off and called the office to report it. The rep reported that the patient had new pain that was going down his left leg, but he believed this was not because of the ins but because of the strain from working over the weekend. The rep reported that the patient used excessive force to get in and out of his truck and may have inflamed his back while doing it. The rep reported that the patient had never experienced the shocking or pain he felt from stimulation this week. The rep reported that lead impedances were checked and the area where the battery was implanted was checked and no problems were found. The rep reported that an x-ray of the leads was taken and the doctor found them to be fine. The rep reported that the patient was reprogrammed and amplitude was turned down as well as pulse width and rate at the office visit on (B)(6) 2019. The issue was resolved. No further complications were reported.